Event description:
It was reported that the patient had a spinal wound that would not heal. The wound became infected. A gram stain was negative; csf cultured elevated wbc and glucose. The pump was explanted. Per the reporter, the pump had pseudomonas. The lioresal was titrated down and the patient was put on oral baclofen. There was no patient injury. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Elevated wbc and glucose in csf.